Event description:
Rptr complained of fever of 101, severe pain, anxiety and or depression, short-term memory loss, balance disturbances/vertigo/dizziness, heat or cold sensitivity in extremities, frequent low grade fever, frequent migraines/severe headaches, hypersensitivity to chemicals, molds, dust, or pollen, myositis or polymyositis, sun sensitivity, chronic fatigue syndrome, and clumsiness. Implanted 6/20/86, explanted 1/19/95.